Event description:
It was reported that t-wave oversensing was observed via remote transmission. Patient was asymptomatic. Programming changes were made, and no further issues were reported. The patient was in normal condition.

Event description:
New information received states that post-paced t wave oversensing was again observed during patient follow up. Further programming changes were made. The patient was asymptomatic. Close monitoring will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.